Manufacturer narrative:
Na

Event description:
It was reported, the two instruments are stuck together and cannot be separated. Instruments were put together and used during surgery, with no trouble. After surgery, they could not separate them.